Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> conclusion and justification status: the complaint states implantation of knee-tep left side on (B)(6) 2017. Revision on (B)(6) 2017 because of patella luxation/subluxation. As per surgery report dated 16-may-2017: "¿patella is centred. The prothesis itself is well fixed in the bone. Inspection of inlay shows that the axis is disconnected from pe-inlay. So the rotation of femur is free; inlay does not participate rotation." The medical records and devices were reviewed by bioengineering; the medical records did not provide further information that could assist in identifying the root cause of this complaint. The patient was revised for patella subluxation, upon revision, it was discovered that the metal hinge pin had disassociated from the poly insert. Patella was positioned centrally. The 14mm insert was revised by a 16mm insert. It is not possible to establish causation or correlation between the reported patella subluxation and hinge pin disassociation. With regards to the insert; no malalignment or embedded debris identified, on the femoral bearing surface a hood score for pitting 1-5 was given, on the tibial bearing surface a hood score for abrasion was visible, and a hood score for deep scratching 6+ was given. A review of complaints databases and manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Device history lot ==> c53536. Device history review ==> DHR reviewed for lot c53536 no deviations or non-conformances were noted. Reassigned to sq for ri/coc review. Ri/coc reviewed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported to (B)(6): implantation of knee-tep left side on (B)(6) 2017. Revision on (B)(6) 2017 because of patella luxation/subluxation. As per surgery report dated (B)(6) 2017: "¿patella is centered. The prothesis itself is well fixed in the bone. Inspection of inlay shows that the axis is disconnected from pe-inlay. So the rotation of femur is free; inlay does not participate rotation."